Event description:
It was reported to boston scientific corporation that during an unknown procedure, the amplatz guidewire was uncoiling. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned amplatz guidewire revealed that the distal tip of the guidewire was severely elongated and unraveled. Additionally, the corewire was fractured into two pieces. Further analysis of the fractured section indicated the failure occurred due to tension overload with a final bending movement. Most likely, procedural and clinical factors contributed to the guidewire damage during the procedure, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion.